Event description:
The customer reported a "speaker malfunction" inop from the mx40, which typically indicates no audio from the device. It is unclear whether the device was being used on or off the network. There was no patient involvement.

Manufacturer narrative:
.